Event description:
It was reported that during annual follow-up, the pulse generator was found to be operating in backup vvi mode. No patient symptoms were reported and the patient was not therapy dependent. Troubleshooting was attempted at that time unsuccessfully. The following day, the device was restored to normal functionality. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.